Event description:
It was reported that the subject device (coil) was broken during withdrawal. Another product was inserted and then the procedure was completed. There were no reported clinical consequences to the patient due to this event.

Event description:
It was reported that the subject device (coil) was broken during withdrawal. Another product was inserted and then the procedure was completed. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the proximal contact was kinked, likely while handling the device either during the preparation for the procedure or during the clinical procedure. Additionally, the delivery wire was kinked and broken near the distal end; therefore; the functional test could not be performed on the returned device. In the case of this complaint it was reported that friction was met between the target coil and a microcatheter during the clinical procedure, and the coil was pulled back. It was also reported that the coil broke during withdrawal. As the main coil was not returned; however, the delivery wire was found to be broken and kinked near the distal end. These defects were most likely due to excessive force being applied to the device during withdrawal against friction. The reported friction was most likely due to some procedural factors encountered during use leading to the subsequent failures. Based on the investigation results and available information, an assignable cause of procedural factors - cause traced to component failure will be assigned to this investigation. The issue is associated with a product that meets stryker design and manufacture specifications and was used according to the device directions for use (dfu) but due to procedural and/or anatomical factors encountered during use, the device performance was limited.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the proximal contact was kinked, likely while handling the device either during the preparation for the procedure or during the clinical procedure. Additionally, the delivery wire was kinked and broken near the distal end; therefore; the functional test could not be performed on the returned device. In the case of this complaint it was reported that friction was met between the target coil and a microcatheter during the clinical procedure, and the coil was pulled back. It was also reported that the coil broke during withdrawal. As the main coil was not returned; however, the delivery wire was found to be broken and kinked near the distal end. These defects were most likely due to excessive force being applied to the device during withdrawal against friction. The reported friction was most likely due to some procedural factors encountered during use leading to the subsequent failures. Based on the investigation results and available information, an assignable cause of procedural factors - cause traced to component failure will be assigned to this investigation. The issue is associated with a product that meets stryker design and manufacture specifications and was used according to the device directions for use (dfu) but due to procedural and/or anatomical factors encountered during use, the device performance was limited.

Event description:
It was reported that the subject device (coil) was broken during withdrawal. Another product was inserted and then the procedure was completed. There were no reported clinical consequences to the patient due to this event.